Event description:
Device "quit working". Pt indicated that as a result, her blood glucose was elevated (229 mg/dl). Pt indicated that she bolused 2 units of insulin and exercised. Pt indicated that her blood glucose reduced to 170 mg/dl. Pt indicated that she administered 2 additional units of insulin and changed her cannula. Pt indicated that her blood glucose rose to 351 mg/dl. Pt indicated that she switched to her backup device.